Event description:
Two boxes (4 needles in each) and bottom of each package is unsealed. Appear never to have been sealed.

Manufacturer narrative:
A review of the mfg documents from the DHR/lhr for lot 0911091 has verified the devices were produced according to current and approved procedures and material specs. Non-conformances regarding the product's identity, quality, safety, effectiveness or performance were not identified during manufacture. Original submission: 1320894-2009-00140. Additional initial medwatch reports: 1320894-2010-00035,1320894-2010-00036, 1320894-2010-00049, 1320894-2010-00050, 1320894-2010-00051 and 1320894-2010-00052. A supplemental report will be filed when quality engineering investigation is complete.